Event description:
It was reported that the ventilators o2 fluxuated between 100% and 70%. The ventialtor was taken off the patient, patient was bagged and the ventilator was replaced. There were no patient injuries.